Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of seven for the same event, reference 0001032347-2016-00714 through 0001032347-2016-00720.

Event description:
The patient reported her jaw freezes up now and then and there may be a revision surgery due to the issues she is experiencing. Multiple attempts were made, however no additional information was received and the revision was not confirmed.